Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system became syncopal due to ventricular fibrillation (vf). The implantable device delivered numerous shock and the patient eventually required external rescue. The device was interrogation and confirmed to have recorded a code 1004 indicative of a shock delivered into a shorted system and code 1007 indicative of charge time out. The following day surgical intervention was performed. Visual inspection noted that this right ventricular (rv) lead had evidence of previous lead repair. Attempts to replace the rv lead were complicated by the inability to gain venous access. The lead was connected to the new device and again code 1004 was observed. The patient will undergo cardiac surgery in the near future to replace the lead. As of today the lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead was capped and replaced and is no longer in service.